Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse will check the iabp with a spare part. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) intermittently switched off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1,d4 (UDI & catalog) g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Corrected fields: d1, d4 (version or model #, catalog #, unique identifier (UDI) #) h6 (component codes). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the solenoid driver board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.